Event description:
It was reported the destruction of the instrument in the bearing support area of the navigation frame. The surgeon used another smith and nephew device.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that not previous serious injury has been reported, making this malfunction as not reportable, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.